Manufacturer narrative:
The insulin pump was monitored for several days and no blank display and or missing segments noted. The device was received with normal operating currents. The device alarmed compromised force during basic occlusion test due to faulty force sensor resistor, unable to perform full drive system test due to the alarm. The device had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose over 600 mg/dl. The customer stated that the battery cap threading on the insulin pump was damaged and causing some power failure. He also stated he was having a problem with insulin delivery and did not receive alarms. Customer stated the insulin pump would not turn on and the display was blank. He further stated that half of the display had been missing at one point. During troubleshooting, the display returned after the customer was instructed to insert a new battery. The customer was advised to revert to a back-up plan. At the time of reporting the issues, the customer's blood glucose was 80 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.